Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that the rvlp had low impedance, high capture threshold, low current injury, and unstable plugged potential. The rvlp was exchanged and the procedure completed with a different rvlp. The were no patient consequences.